Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the system displayed a communication failure error message that caused to the system to freeze (lock-up). There is not report of pt injury associated with this event.